Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 68 mm in diameter abdominal aortic aneurysm. It was reported that, approximately fifteen years and seven months post index procedure a CT revealed that the aneurx stent graft had migrated and was now located 3 cm distal to the renal arteries. The aneurx stent graft appeared to only have a small amount of seal above the aneurysm sac. A type I endoleak was not observed on the CT. The physician elected to implant an endurant aortic cuff distal to the renal arteries and then implanted another manufacturer's aortic cuff to bridge the aneurx stent graft and endurant aortic cuff. Per the physician, the cause of the event was due to dilatation of the patient's proximal aortic neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.